Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the megasuturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode of a broken cable; however, one of the instrument's grip cables was derailed on one side of the distal clevis from the distal idler pulleys. The grip open cable was seated on the outermost pulley and the grip close cable was exposed on the outside of the pulley. Failure analysis investigation also found that one grip open cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.